Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no image when connected to the cv-290 endoscopes due to a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite video system center had a b30 error (scope communication error). The issue was found during reprocessing. The patient was not under anesthesia, and there was no delay. There were no reports of patient harm.